Event description:
Reported via medwatch, "patient admitted to the sicu status post open-heart surgery. Brought to unit intubated, during time on the ICU ett (endotracheal tube) popped off multiple times as described in recent recall. Ett appeared to be the old tube which was recalled. Old tubes were supposed to have been swapped out. Patient became unstable and needed emergent CT scan, tube required tape to stay in place in order to safely travel to scan. Etco2 (end-tidal carbon dioxide) was used at all times." Additional information was asked to the customer regarding patient harm or injury and current condition, as well as details surrounding the event. The customer responded but did not have answers to any of these questions. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be completed as no lot number was provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.